Event description:
The customer reported the 9800 system had a touch screen failure error and a cine disk not available error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated. The touch screen monitor and the cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.